Event description:
Pt implanted with tfn (B)(6) 2012. Pt experienced a fall on (B)(6) 2012 and broke the femur, distal to tfn implant. Pt was returned to the operating room on (B)(6) 2012. Surgeon removed the nail and replaced with a long nail.

Manufacturer narrative:
Review of synthes device history records for mfg revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn, as no product was received.